Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 300 mg/dl while wearing the pod between 24 and 36 hours in the arm. Symptoms reported include hyperglycemia, vomiting, and diarrhea. The patient was treated with an insulin drip. The pod was removed at the hospital to start the insulin drip. The patient was released the following day. The patient did report going to the ER (emergency room) about 2 days after hospital admission for IV (intravenous) fluids. Patient reported she had gi issues of nausea and vomiting due to eating spicy food and was treated for gerd (gastroesophageal reflux disease).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755 . [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.

Manufacturer narrative:
The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. Investigation of the returned device found no damages or manufacturing deficiencies that would contribute to communication issues between the pod and the continuous glucose monitor (cgm). Inspection of the download data and patient history buffer (phb) data showed no evidence of issues with insulin delivery. The phb data did show instances of invalid estimated glucose values of -1 and -2, indicating that the pod lost communication with the cgm. The system correctly responded to these missing values, putting the system into automated mode: limited while values were missing. It was determined that the algorithm functioned as intended, correctly changing the system and the amount of basal insulin delivered based on the cgm values and user inputs. The exact cause of the pod-cgm communication loss could not be determined.